Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the 22 g x 1.00 in. Bd insyte-w¿ peripheral venous catheter tip broke, and then leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: DHR: no quality notificationss was raised for similar nonconformance during the production of the batch. Manufacturing review: the preventive maintenance, calibration and equipment history records were reviewed. No abnormality was observed on the records. Unconfirmed: bd ws not able to duplicate or confirm the customer's indicated failure mode. No samples were received, the nonconformance cannot be confirmed as no sample was returned for investigation.

Manufacturer narrative:
9 representative samples were returned for investigation. The representative samples were subjected to visual inspection. No abnormalities was observed on the returned samples. The root cause cannot be determined as no abnormalities was observed on the returned sample.